Manufacturer narrative:
Date received by MFR: updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer's biomed reported that the intellivue multi measurement server x2 was defective and requested a replacement speaker. It remains unknown whether any sound was coming from the speaker and whether a speaker malfunction inop was displayed. This information was requested but was not provided. No death or patient / user injury or harm was reported.